Event description:
A caregiver reported low readings when scanning the adc freestyle libre sensor compared to the built-in meter. The caregiver stated that the customer experienced a seizure; however, she was unsure if the seizure was related to the low glucose scan or a baseline seizure (customer is epileptic). Additionally, there was no report of treatment to the customer for glycemic instability. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low readings when scanning the adc freestyle libre sensor compared to the built-in meter. The caregiver stated that the customer experienced a seizure; however, she was unsure if the seizure was related to the low glucose scan or a baseline seizure (customer is epileptic). Additionally, there was no report of treatment to the customer for glycemic instability. There was no report of death or permanent injury associated with this event.